Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-jan-2020, UDI#: (B)(4), h3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The patient reported the communicator was "taking a long time to charge" and was also "feeling loose" when plugged into the charging port which started "about 3 weeks ago." An email was sent tothe repair department for a replacement device. The patient hears ¿rattling noise¿ inside the communicator and having issues charging. No patient injury reported.